Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, a review of the black box showed multiple call service alarms on the reported date of 12/24/2013. The pump rewind, load, and prime steps were performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened for investigation and no evidence of moisture or corrosion was found inside the pump. There were no defects found to the rf communication circuit. The battery cap was not returned with the pump. The call service alarm issue was observed in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a random call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.